Event description:
Dislocation anterior treated with unsuccessful attempt at closed reduction at 15 days post-operative.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.